Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported a leak due to a small hole in the reagent probe cleaner (rpc) tubing to the reagent drain on the dimension exl with lm instrument. The customer provided evidence that the operator was not wearing gloves while handling tubing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found the reagent 2 (r2) drain tubing was cut in half, replaced the r2 drain tubing, primed reagent arm 2, and confirmed that there was no further dripping from the r2 drain tubing. As per dimension exl with lm / dimension exl 200 operator's guide, "to operate the system, the operator must be proficient in its operation and maintenance procedures. To ensure safety, follow basic precautions: ¿ always wear gloves when operating the dimension exl system. ¿ observe all warnings and cautions in the manual. Note: if the equipment is used in a manner not specified by the manufacturer, the protection provided by the equipment may be impaired. Biohazard and probe safety: follow standard laboratory practice for protection from biohazards when performing maintenance and troubleshooting. ¿ observe all warnings and cautions stated in the manual. ¿ always perform every step in a procedure in sequence as written, including pressing pause or raising instrument lids to prevent probes from moving while performing a procedure. ¿ all materials that come in contact with patient samples should be considered potential biohazards and treated according to local biohazard handling and disposal procedures." Siemens further evaluated the event and concluded that the hole(s) in r2 drain tubing potentially contributed to the leak, which was resolved after replacing the r2 drain tubing. The operator did not follow the instructions in the operator¿s guide while performing the monthly maintenance procedure. The instrument is performing according to specifications. No further evaluation of this device is required. This report was originally filed on 15-mar-2024. On 02-apr-2024, esg help desk requested that siemens resubmit the report.

Event description:
Siemens determined that an operator at the customer¿s site touched the reagent probe cleaner (rpc) tubing to the reagent drain on the dimension exl with lm instrument with her bare hands while conducting the monthly maintenance procedure. The customer reported to siemens that there was a small hole in the rpc tubing, causing a leak, which was confirmed to be contained within the system. There were no slip/trip/falls due to the event. There are no known reports of adverse health consequences due to this event.